Event description:
It was reported that pump malfunction occurred without any prior notable events and displayed malfunction code that caller was able to reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, confirmed malfunction did not recur, and was advised to continue using pump and to call back if malfunction code appeared again.